Event description:
It was reported that the right atrial (ra) lead had decreasing, low impedance, a low sensing value, and intermittent loss of capture. It was also reported that the ra lead had "poor sensing and pacing" and had insulation damage. It was also reported that the right ventricular (rv) lead had a low sensing value in true bipolar. Follow-up revealed that the ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and was analyzed. No anomalies were found. The defib conductor was distorted, and the distal conductor was cut and had blood/body fluid present (not obstructed). Blood/body fluid was found on the outer tubing overlay, which was also melted and exhibited cosmetic environmental stress cracking (esc). The outer tubing was kinked/buckled and exhibited an esc breach/breach (non-electrical). The outer insulation was melted and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The lead exhibited apparent explant damage. (B)(4) the full lead was returned in segments and was analyzed. The outer insulation was breached due to metal ion oxidation (mio), and also exhibited cosmetic mio, esc, and a cosmetic depression. All conductors were stretched, and blood/body fluid was found on the proximal conductor (not obstructed). Blood was found in/on the helix/lobe mechanism, the inner insulation exhibited cosmetic mio, and the lead appeared to have been stretched.